Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip, missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported that their insulin pump was damaged. The customer's blood glucose level was not provided at the time of the incident. The customer stated that the insulin pump had a crack. The customer stated that the reservoir was damaged and able to lock in place. Troubleshooting was provided. The insulin pump will be returned for analysis.